Event description:
It was reported that the recipient had an infection that spread to the level of the implant. The infection was located behind the ear at the implant site and it started about 2 weeks prior. The device was explanted on (B)(6) 2021.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. According to the information received the recipient was explanted due to an extrusion of the implant though the skin leading to an infection. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the device being the source of infection. Further the recipient has a cholesteatoma which might have contributed to the observed infection. The problems described in the recipient report seem to match the damage found. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the recipient had an infection that spread to the level of the implant. The infection was located behind the ear at the implant site and it started about 2 weeks prior. The device was explanted on (B)(6) 2021.